Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was hospitalized in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer's other blood glucose was 100 mg/dl, 200 mg/dl, 300 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. The customer's family reported that the customer was alleging the insulin pump of under delivery of insulin. The customer was treated by insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was active. Troubleshooting was done for high blood glucose and under delivery. The customer declined to test insulin pump. Customer stated that insulin pump was not working in last past couple of weeks. The insulin pump will not be returned for analysis.